Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of the dilator tip being broken was able to be confirmed by the photo, which shows damage to the distal tip of the dilator. The tip appears to have a portion peeled outward; however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found after inserting the tissue dilator once, it was discovered that the tip was broken. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "during the procedure according to IFU, the md found after inserting the tissue dilator once, it was discovered that the tip was broken. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).